Event description:
(B)(4). Same case as MDR ID: 2134265-2015-02095. It was reported that myocardial infarction (mi) and angina occurred. In (B)(6) 2011, the patient was enrolled in the te prove clinical trial. The target lesion was a totally occluded lesion located in the proximal saphenous vein graft (svg) to 1st obtuse marginal with 100 % stenosis and was 3.0 mm long with a reference vessel diameter of 16 mm.. The target lesion was treated with pre-dilatation and placement of 3.0 mm x 16 mm and 3.50 mm x 20 mm taxus element stents with 0 % residual stenosis. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient's cardiac enzymes were found to be elevated and an mi occurred. An electrocardiogram (ECG) was performed which suggested an mi- non q-wave mi. It was observed that the subject experienced ischemic symptoms. Four days later, the patient's 80% stenosed lesion located in the proximal left circumflex artery (lcx) was treated with two drug-eluting stents (des) with 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged on the same day. In (B)(6) 2014, the patient presented with unstable angina pectoris and was hospitalized on the same day. Cardiac enzymes were found to be elevated and an mi occurred. An ECG was performed which suggested non q-wave mi. St depression was noted. It was observed that the subject experienced ischemic symptoms. Three days later, the 99% stenosis extending from 1st obtuse marginal into the proximal lcx was treated with placement of a non-bsc des with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged two days later.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error due to the fact that the use of this device for the ¿stenting of saphenous vein grafts¿ is contraindicated in the dfu. However, the complaint states that this device was used to treat a lesion in a saphenous vein graft. (B)(4).